Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a tego connector which was stated that they encountered significant resistance during flow back and infusion. The event occurred during use with a patient. However, there was no harm.